Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the steps taken to resolve the pulsing stimulation, pain, and legs jumping was having the device adjusted or reset.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported her implantable neurostimulator (ins) was ¿going crazy¿ and pulsing and she had been in pain. Both of her legs wanted to jump, she turned therapy off and on, and it was still happening. She noted it ¿hit so hard it can knock you down,¿ and ¿hits and quits.¿ the consumer had met with a manufacturer representative last week who did some adjustment. The consumer noted she saw the hcp (health care professional) face on the patient programmer (pp) screen, but was not sure what else it said. Troubleshooting was attempted, the pp was not showing the hcp face any longer, and the consumer was seeing the normal screen and stimulation was strong. The consumer said she decreased stimulation, but it did not seem to make a difference. She was directed to contact her hcp¿s office to have the device checked. Additional information received from the consumer reported an error code on the pp thought to be 007 or 00h or 00l. Troubleshooting reviewed there is no 007 / 00h / 00l code, but there was a 006 code on the patient prog rammer; however, the exact code was unknown. The consumer was not with the pp at the time and the message was not currently happening. Follow-up was being conducted to determine what steps were taken to resolve the reported issue. If received, this event will be updated. Indication for use included spinal pain and lumbar radiculopathy.